Event description:
It was reported that the pump and catheter were removed due to patient having a (B)(6) infection. It was unknown what drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product typ: catheter. (B)(4).

Manufacturer narrative:
(B)(4).